Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they have experienced issues with this product leaking out of the side of the cannula when pulling medication out of a vial and spraying out towards the clinician. Additionally, the caps have also been reported to fall off very easily.

Manufacturer narrative:
The device history record (DHR) was reviewed and did not find any incident related to the reported condition. Visual and physical inspections were performed in process and no issues were identified in production. No physical sample was returned for evaluation. The reported issue could not be confirmed. The root cause of the reported problem could not be determined. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Although this failure could not be confirmed, a corrective and preventative action (CAPA) was opened regarding leaking smart tip assembly based on a previously confirmed complaint. The CAPA is currently in the implementation phase. This information will be utilized for trending purposes to determine the need for additional corrective actions. This complaint will be used for tracking and trending purposes.